Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter 2af283, blood was detected at the connection between the coaxial cable connector and the balloon catheter. Upon removal of the balloon, blood was also found inside the balloon. After the balloon catheter was replaced, the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 23991 was returned and analyzed. Visual inspection was performed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was used for 2 applications. However, the catheter usage date recorded on the smart chip 2025-06-12 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). Pressure testing and inspection of the sub-components of the balloon, handle, and shaft segments was performed. During inspection of the handle segment, blood was observed inside handle. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the visible blood issue was confirmed during testing and the balloon catheter failed the returned product inspection due to an outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.